Event description:
Report received of an independent rate change after a "low battery" alarm was received and the device was subsequently plugged into a wall outlet. The device was programmed to infuse an unspecified epidural narcotic solution at 10ml/hr in the pacu. No secondary infusion was programmed. The nurse was transferring the patient to the sicu from the pacu and the pump alarmed "low battery." The alarm was audible and documented on the screen. When the patient arrived in the sicu, the pump was plugged into the wall outlet. When power was resumed to the pump, it was noted that the pump rate changed to 100ml/hr. The pump display indicated that 385ml had infused, however, this amount of fluid had not infused. It was estimated that approximately 1ml had delivered to the patient. The nurse discovered the rate change immediately, patient did not experience any adverse effects. Though requested, no further information was available.